Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. It was stated that the device was not exposed to an MRI. The blood glucose reading at time of call was 32.6mmol/l. Assisted the caller to run the displacement test and the test failed. Advised that the insulin pump will be replaced and revert to back up plan. It was also mentioned that the device alarmed an error during the manual prime. No further information was provided.